Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have low blood glucose and paramedics were called. Customer's blood glucose at the time of incident was unknown. Customer's blood glucose at the time of call was 49 mg/dl, which was treated with food. Paramedics treated and stabilized customer; customer refused transport to the hospital. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. During troubleshooting, customer states that insulin pump changed from the english language. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer received assistance with changing language.